Event description:
Customer stated that the device overheated. No add'l info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed that the motor in the device had failed which caused the rotor to rub against the motor. This malfunction can cause increased friction among the components which can result in generation of heat.